Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined bent video connector pins. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The failure occurred at the beginning of a therapeutic ureteroscopy procedure. The procedure was completed using a similar device which was already in the or room. There was less than a minute of delay reported and the patient was under general anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bent video connector pin and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown therapeutic procedure, no image displayed on the evis exera iii video system center as the camera port was not accepting older style cameras due to older paddle design. There were no reports of patient harm associated with this event.